Manufacturer narrative:
(B)(4).

Event description:
It was reported that high capture thresholds and poor sensing were observed. Lead revision was recommended. No further information is available at this time.